Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or part number or lot number provided.

Event description:
Pt implanted with lcp superior anterior clavicle plate and screw construct (2.7 mm locking screw and 3.5 mm locking screw) for a sterno-clavicular dislocation on (B)(6) 2011. Pt returned to the operating room on (B)(6) 2011 for removal of hardware. X-ray confirmed 3 of the 2.7 mm locking screws backed out from the plate. All hardware removed, surgeon revised pt with a sling. This is the 2nd of 4 reports submitted on this event.